Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, the device was unable to display the capture threshold. The device was reinterrogated, and the threshold value was displayed correctly. Abbott technical support was contacted and noted a diagnostic anomaly occurred. No intervention was performed at this time. The patient was stable and will continue to be monitored.